Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23585. It was reported that one of the patient's supra-orbital leads was protruding and caused discomfort. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein both of the supra-orbital lead tails were cut (tangled leads, reference reg reports: 1627487-2020-23587, 1627487-2020-23588), disconnected from the ipg and partially explanted to address the issue. It is unknown which lead and anchor are related to the issue. Therefore, all the suspected devices are being reported.